Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a severely calcified lesion in the lad exhibiting 80% stenosis. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Lesion was pre-dilated using two balloons. It was reported that resistance was encountered advancing the device and excessive force was used during delivery. It is reported that during positioning the physician pulled back the device and the stent slid off the balloon and was hanging on the ptca wire. The physician took a 1.2mm balloon and engaged the stent and dilated the balloon up to 3.0 atm, deploying the stent in a position near the original intent of stent placement. No further patient complications were reported.